Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to the liquid crystal display being out of specification (electrical), it was missing pixels. Analysis also noted that the upper case was dented and broken, the lower case, ring cover and ventricle output connector were broken, the battery release and battery drawer were contaminated, the bail covers and bails were missing, the lead flex cover had corrosion, the battery contacts were compressed, the keyboard was scratched and the ring was bent. The device was to be scrapped. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.